Manufacturer narrative:
The returned product was evaluated and there was no indication that the user attempted to fill or use the device. The adhesive pad was found to be still present on the device with the needle cap attached. No issues were found that would result the skin irritation reported. The pod was found to have completed sterility within specification.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient received a skin irritation after wearing the pod between 24 and 36 hours on the abdomen. The affected area was itchy. As treatment, patient applied a prescription steroid cream.